Event description:
A respiratory therapist ("r.t.") Reported that as they were moving the subject device into an elevator the wheel came off. There was no patient in the unit. The r.t. Allegedly tried to balance the equipment but it collapsed on them, causing a severe cut to their leg that required 28 stitches. The wound subsequently became infected and caused the r.t. To miss several days of work. The damaged party was specifically requesting financial compensation for their injury.